Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure a resolute onyx des was used to treat a lesion in the rca. It was reported that a dissection occurred in the rca. The dissection was treated with another resolute onyx des implanted in rca. The sponsor assessed the event as not related to anti-platelet and possibly related to device.

Manufacturer narrative:
It was reported that the grade a dissection in the rca was caused by a resolute onyx des. The patient was hospitalized. The investigator assessed the event as casually related to the device and not related to the anti-platelet medication. Sponsor assessed the event as unlikely related to the device and not related to the anti-platelet medication. The patient is recovering. The patient has a history of hypertension and hyperlipidemia and previous pci. The index procedure was prompted by mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient recovered same day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the index procedure two resolute onyx des were implanted in the 1st obtuse marginal and one resolute onyx des was implanted in the rca,. The onyx implanted in the rca caused a dissection which was then treated with implant of a second onyx in the rca. If information is provided in the future, a supplemental report will be issued.